Event description:
"Customer reported: numerous user/client complaints re dull needles as evidenced by: *needles bending upon attempt to puncture rubber vial stopper *increased pain reported by adult clients and increased crying/fainting in peds *needles not advancing with injection in muscle and/or feeling blunt on insertion for immunizers. See attachment section for initial email and complaint report from customer. "